Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product issue was confirmed because it was reported after getting se 2367 alarm patient disconnected self but started over therapy again with same used cassette. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
This report addresses the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report a system error (se) 2240 while on the home choice (hc) device during drain 3 of 4. The baxter technical representative (tsr) asked the home patient (hp) trouble shooting questions. The hp stated he disconnected after the se 2367. The hp stated he reused the cassettes. The tsr explained that baxter does not recommend reuse of the cassettes and recommends to start over with new supplies for every therapy. The tsr had the hp cycle power, the hc went to "press go to start." There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.